Event description:
While being treated with the infant flow system, the pt's movement apparently dislodged the left strap of the nasal generator and allowed the open plastic loop to slip down into pt's mouth and perforated the outer facial skin near the lip area from inside the mouth outward. The hospital staff extracted the generator and treated the performation in the facial skin with a steri-strip. No further medical intervention was necessary.